Manufacturer narrative:
(B)(6). (B)(6) rn¿s for the cicu, called into emergency support program line to request assistance with cardiosave intra-aortic balloon pump(iabp) with a gas loss alarm. They stated it had occurred a couple times. Esp team had them perform proper troubleshooting verify the helium tubing had no blood or discoloration, verify connections, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. The iab is inserted in the axillary artery, and the patient is mobile many times an hour. Esp reviewed the off-label use of the product. Esp team encouraged them both to call back should the alarm go off several times in an hour so we could troubleshoot it together. They identified no harm to patient due to this issue.

Event description:
(B)(6) rn¿s for the cicu, called into emergency support program line to request assistance with cardiosave intra-aortic balloon pump(iabp) with a gas loss alarm. They stated it had occurred a couple times. Esp team had them perform proper troubleshooting verify the helium tubing had no blood or discoloration, verify connections, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. The iab is inserted in the axillary artery, and the patient is mobile many times an hour. Esp reviewed the off-label use of the product. Esp team encouraged them both to call back should the alarm go off several times in an hour so we could troubleshoot it together. They identified no harm to patient due to this issue.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).

Event description:
N/a